Manufacturer narrative:
The local factory service representative subsequently examined the device. Proper operation was observed through full performance and functional test.

Event description:
The reporter stated that device prompted connect electrodes and could not be used to analyze the patient ECG as a result. Patient outcome was not reported. There was no report of adverse effects to the patient as a result of device use.